Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed incoming functional test. Analysis found the battery contacts were contaminated and the battery drawer was sticky. It was noted the bail and ring attachments and covers were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) stopped working during the procedure. The epg was returned for service. No patient complications have been reported as a result of this event.